Event description:
Same case as tw# (B)(4). It was reported that unstable angina occurred and intervention was required. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion #1 was located in the proximal left anterior descending artery (lad) extending up to middle lad with 60% stenosis and was 14 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 16 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. The target lesion #2 was located in the proximal right coronary artery (rca) extending up to middle rca with 90% stenosis and was 58 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #2 was treated with pre-dilatation and placement of 2.75 mm x 28 mm and 3.50 mm x 32 mm synergy stent systems. Following post dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was aspirin and clopidogrel. Two days later, the subject was referred for coronary angiography which revealed, 80% stenosis in the middle lad extending up to the distal lad which had previously placed study device which was treated with percutaneous coronary intervention. Post intervention, residual stenosis was noted to be 0%. The event was also treated medically. Three days later, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.